Event description:
It was reported that during a cholecystectomy procedure, scissoring at 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. The device will not be returned.